Manufacturer narrative:
Device is a combination product. A promus premier ous mr 8 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 705 mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified proximal right coronary artery. Following pre-dilation, a 8 x 4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was difficult to position and after withdrawal, the struts were lifted. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that the device had difficulty crossing the lesion and not difficulty in positioning as what was previously reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified proximal right coronary artery. Following pre-dilation, a 8 x 4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was difficult to position and after withdrawal, the struts were lifted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.